Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other armada (B)(4) referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. A 5 x 40 mm armada 35 balloon catheter was inflated in the lesion with a syringe; however, the balloon could not deflate. The catheter was removed from the anatomy with difficulty as the balloon was still inflated. A new 5 x 40 mm armada 35 was inflated outside the anatomy and it also could not deflate. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.